Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks or air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was 156 mg/dl at the time of the incident. The leak was past the second o-ring. The customer also reported that there was air bubble in the reservoir. The reservoir will be returned for analysis.